Manufacturer narrative:
Follow-up #1 date of submission 09/29/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box data showed evidence of reboots on (B)(6) 2015. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap contact dimensions measured within specifications. The pump was able to power on with the returned battery cap. The pump was exercised for 24 hours with no power loss or alarms. The pump case was removed, and no evidence of moisture corrosion was found on the transceiver board and other electrical components. The complaint was not duplicated during testing. Unrelated to the complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.